Manufacturer narrative:
Based on information provided, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the staff was encountering table motion issues. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and identified the problem was related to a remote center issue. The initial reporter explained that the setup appeared good. However, the initial reporter stated that the staff was going to convert the case to open surgery. Isi followed up with the initial reporter and obtained the following additional information: the ports were placed prior to the issue being identified, and system functionality was checked upon powering on the system, with the system initially powering on without any errors. When the issue arose, the surgical team decided to convert the procedure to open surgery rather than continue robotically. The patient tolerated the change to open surgery without any reported complications, and there was no injury to the patient associated with this conversion.

Manufacturer narrative:
Updated fields: h2 and h11. Additional information: the intuitive surgical, inc. (Isi) field service engineer (fse) spoke with hospital's robotics coordinator who confirmed that the system was able to connect with no issues on 12-dec-2025. The issue was due to customer setup. No site visit was required or conducted by the fse as the issue was resolved. Additionally, the fse did not need to replace or adjust any products.

Event description:
Refer to h11 for follow-up information.